Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the subject meter began reading inaccurately around (B)(6), when he obtained alleged inaccurately high blood glucose results of ¿240 and 320 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He indicated that after obtaining the high results, he administered an increased dose of 20 units of novorapid insulin. He reported that in early (B)(6), he developed symptoms of ¿nauseous, dizzy and fainted¿. He indicated that he drank coke following a nurse¿s advice when she came for her usual visit. He denied that any other device had been used to check his blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly and were within expiry date. The patient confirmed that control test had not been manually selected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Nauseous, dizzy and fainted, requiring hcp advice, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering an increased dose of insulin.